Event description:
It was reported that pump malfunction occurred, but no additional details about the issue or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Customer returned pump for evaluation, and distributor confirmed that pump powered on, charged, connected to computer normally, and showed no alarms or alerts in history, while customer received replacement pump for continued use.